Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results), 1 device: appropriate term/code not available / no findings available. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the devices, experienced clinician not alerted/aware of possible patient fall condition. No adverse consequence or clinically relevant delay in treatment was reported.